Event description:
A ventilator was returned to the manufacturer for service due the contents of the display screen being cut off on the right side and appearing on the left side. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the screen issue was not duplicated however, the device failed a step during testing. The device's machine flow sensor was replaced to address the issue.